Event description:
It was reported that during an interventional vena cava procedure, deployment difficulties were encountered. The lesion was located in the vena cava. The wallstent uni 20x10mm was advanced to the lesion, and the distal 4mm portion of the wallstent did not open. The proximal section 11mm opened. Another MFR's stent was used and balloons were used to facilitate expansion of the stent. No pt injuries or complications were reported. The pt condition is reported as "stable."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.